Event description:
The ventilator was connected to a pt. The customer noticed erratic operation of the simv bpm readout and the pressure control reading on the bar graph. There was no pt injury. No ventilator settings are available. No alarms were active.